Event description:
On (B)(4) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) between 400 and 500mg/dl with no symptoms. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the pump alarmed for no delivery several nights in a row, leading to the alleged bg excursion. The reporter noted that the patient did not know why the pump was alarming and that the patient¿s pump trainer adjusted an unspecified setting on the pump and the issue resolved. Additional troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to follow-up with the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.